Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. A ¿ventilator inoperative¿ error code (e-45) was observed, indicating that 3 reboots occurred within 24 hours. The service manual recommends the following: short term - press the start/stop key followed by the right key to reset the machine and/or examine error log for reasons for reboots - proceed accordingly; the available documentation did not specify which component replacement would be required to resolve the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The matter was addressed and resolved through corrective action.